Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for routine follow-up. Upon interrogation, the atrial lead exhibited loss of capture. The device was reprogrammed. The patient was fine and would continue to be monitored.